Event description:
It was reported a screwdriver broke during surgery. The surgeon was performing a one level lumber fusion with a transforaminal lumber interbody fusion and during final tightening of the locking caps, the screwdriver broke at the tip. The screwdriver tip was retrieved; no piece of the instrument remained in the patient. There was no patient issue. There was no delay in the procedure. Surgery was successfully completed. Broken pieces were removed easily with no need for additional medical intervention. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the top level DHR for p/n 03.632.072, lot 7257131, showed no non-conformances generated during production. Review of the raw material DHR for p/n 11156, lot 5187618, showed a rework associated with CAPA (B)(4). The rework added a mark to the bar stock to indicate alloy type and lot number to ensure use of correct alloy for product. The bars passed inspection using xrfa analysis to confirm alloy type. This rework is not relevant to the complaint condition as the bar mark is on the end of the bar stock. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
The screwdriver was received with damage to the tip of the screwdriver. The stardrive is worn/chipped for about the first 0.5-1mm from the tip on all 6 lobes of the stardrive. The remainder of the screwdriver appears to be in good condition with some light surface finish markings indicative of use. Due to the damage to the tip, the stardrive taper depth could not be confirmed. This complaint is deemed indeterminate from a manufacturing perspective as all relevant features could not be verified.

Manufacturer narrative:
The product development evaluation details, one (1) t25 star-drive shafts returned for inspection with the distal tip damaged. The tip is worn out, some lobes are chipped and splines are and with burrs. This instrument is part of the matrix (deformity/degenerative) spine system. The applicable technique guides and related literature (matrix spine system-deformity technique guide, matrix spine system-degenerative technique guide and matrix spine system-mis instrumentation technique guide) were reviewed. The matrix spine system includes several alternative matrix t25 drivers besides the device reported. The surgeon uses a t25/6 mm hex coupling driver (received driver) for screw insertion, final tightening and removal of the matrix locking caps. These technique guides included cautions and recommendations associated with tightening, loosening or removing locking caps (never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.) The reported damage of the driver is possibly indicative of an off axis loading during usage. A review of the applicable tabulated driver drawing was performed. This drawing call out the appropriated dimensions, material and finishing processes. The device was found to be adequate for its intended use. Based on the evaluation results, the cause of the reported damage is undetermined; the design of reported device was found to be adequate for its intended use.